Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No blank display noted, however the battery tube was corroded. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No damage inside insulin pump noted.

Event description:
Customer reported issues with the insulin pump. Customer states that the screen didn't have a display. The blood glucose reading is normal. Nothing further reported.